Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl at the time of the incident and other blood glucose was 111 mg/dl. The customer was treated with food. The customer also stated that they did not allege insulin pump was over delivering. The customer was not used the auto mode. The customer was not admitted into the hospital as a result of the low blood glucose. The insulin pump will not be returned for analysis.